Event description:
It was reported midline placed on (B)(6) 2024 by anesthesiologist. Observations on d+3 of external leaks at the end of rinsing the junction of the connection point. Device was withdrawn. Delay and difficulty in further drug management with therapeutics not in line with oncologists' recommendations. A new device was inserted. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.